Event description:
Underdelivery of secondary medication reported. The pump was set to infuse d5.45ns at 50ml/hr via primary infusion. A concurrent piggyback of an unspecified antibiotic was set to infuse a dose of 50ml at 50ml/hr. When hanging the piggyback the nurse noted that the secondary IV container from the previous dose was still in place and was still half full. She started the next antibiotic with a dose limit of 50ml. At dose end, this container was also still half full even though the display indicated 50 ml had delivered. She reset the pump and infused the remaining solution. There were no adverse pt effects reported.

Manufacturer narrative:
Testing and investigation did not confirm the report of underdelivery. The device was tested with different cassettes and settings. The device passed performance verification testing and short and long term delivery accuracy tests. The device was also tested at customer's stated settings and passed delivery tests. The frequency of death or serious injury reports for (underdelivery) for lifecare 5000 products is approximately 0.01/million sets.